Manufacturer narrative:
510k: this report is for seven (7) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision on (B)(6) 2017. The original procedure to repair a mandibular fracture was performed on an unknown date. The patient has experienced osteomyelitis, which was an ongoing chronic problem for an unknown number of years. Prior to the (B)(6) 2017 procedure, it was identified via x-ray that the original mandibular fracture had not healed. It is suspected this is related to the osteomyelitis. The procedure included the removal of current hardware, debridement and new hardware implanted. Explanted hardware included: one (1) 2.0mm dynamic compression plate (dcp) mandible plate, seven (7) 2.0mm cortex screws of an unknown length, and a competitor¿s dental implant. All explanted devices were removed intact. The patient was revised to a matrix mandible plate and screws. No issues occurred during this procedure. No reported surgical delays, additional medical intervention or additional x-rays required. The procedure was completed successfully with the patient in stable condition. This report is for seven (7) cortex screws. This is report 2 of 2 for (B)(4).